Manufacturer narrative:
Evaluation summary inadvertantly left off of follow up report #1. Results of evaluation: conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to why the reported instruments "blue plastic piece on the reload popped off and fell into patient 3 times with 3 different instrument" during surgery. The cartridge was received in a sterile tyvek pouch and no deformations or anomalies were observed on or about the cartridge, which would indicate that the cartridge may have been mispositioned when inserted. The cartridge was inserted onto an instrument and was cycled and fired without incident. The staples were found to be within specifications. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
The instrument was used during a bowel resection. It was reported when using the stapler, a blue plastic piece on the reload popped off and fell into pt 3 times with 3 different instruments. The pieces were recovered without pt compromise. These events occurred both on initial firing and reloads. There was no consequence to the pt. The used instruments were all discarded. Rep returning 1 sterile instrument and 1 sterile reload with same lot numbers of those used.